Event description:
It was reported to philips that the system could not make exposures or store images.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was being performed when the issue occurred and was completed as planned by restarting the system. The philips field service engineer (fse) visited system onsite and confirmed that the system could not make exposure or store images. The review of system log file showed ippc error. Upon troubleshooting, the fse found that the ippc memory 2 failed and decided to replace the ippc. The cause of the ippc failure was conclusively determined by the supplier's part analysis, ippc failure was due to failed dimm x1, malfunction of s60 unit. To resolve the issue, the fse replaced the ippc, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.